Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the external pulse generator (epg) was pacing on the atrial channel, there were pacing spikes every three to four beats. Also, when the ventricular channel was turned on the atrial channel paced continuously. Testing procedures were recommended and the status of the epg is unknown. No patient complications have been reported as a result of this event.